Manufacturer narrative:
Date of event is an unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during insertion of an unknown implant on an unknown date, the tip of a holder for trial implant ¿ vivo (not the part with thread) for depth stop was discovered to be bent. There was no issue since there were two holder/inserter for trial implant in the set. There was no surgical delay due to the reported event. There was no patient outcome reported. Concomitant devices: implant (part: unknown, lot: unknown, quantity: 1). This report is for a trial implant holder. This is report 1 of 1 for (B)(4).